Event description:
Add'l info provided by the reporting surgeon indicates the pt experienced posterior vitreous detachment with mild vitreous hemorrhage prior to lens replacement. The hemorrhage was noted to be partially resolved on the last follow-up visit. Visual acuity on 2/28/02 was 20/20.

Event description:
Additional info provided by the surgeon stated that the pt had glare symptoms prior to implantation of the intraocular lens (iol). The pt also had a trabeculectomy sometime prior to implantation surgery.

Event description:
A patient reported seeing starbursts at night following cataract surgery. The surgeon prescribed pilocarpine without relief of the symptoms.

Event description:
The pt provided add'l info indicating the intraocular lens was exchanged. She stated the symptoms of glare and starburst resolved following the procedure.